Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752535, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy and intervertebral disc herniation; and underwent posterolateral spinal fusion at c3-c4. Intra-op, idling occurred during final tightening of the alleged product's set screw and torque could not be applied. It was unable to remove the reported product, hence, it was left implanted in the patient. Final tightening w as performed in a state such that the rod was gripped using the rod gripper. There was a delay of less than 60 minutes in overall procedure time due to this event but no health damage in the patient was reported.